Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the impedance issue was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-aug-30: information was received, from a patient (pt). Who was implanted with an implantable neurostimulator (ins). The reason for call, was caller stated, that their stimulator battery has stopped charging or was taking a long time to charge. And the issue began probably the last 6 months. Patient had other health problems, so they were trying to handle everything. Patient was getting the ER'1' message. Agent reviewed information. Patient met with a manufacturer representative (rep). And they discovered, that the lead was not connected. Patient was not getting stimulation on one side like it had been doing. Their healthcare provider (hcp) no longer did implants, so patient needed another doctor to address the lead and implant. Patient asked, if they needed to wait until they received the eos message. Agent reviewed information. Agent redirected patient to their hcp to address the issue. 2024-oct-09: additional information was received, from a manufacturer representative (rep). The rep reported, that they met with the patient, per healthcare provider (hcp) request. Pt stated, the charge time had been taking longer and longer in this meeting. Per report, device had reached eri. Talked with patient about charging slowing down possible, due to eri indication. Walked pt through options for the device being replaced. Impedance check and connection check showed leads on 8-16, as not being picked up (red x across connection channel and impedances 40000). The cause of the device having recharging issues was given. "Device charging normally, not as quickly as originally when implanted". Rep talked with patient through replacement options. Hcp who implanted no longer places and planned on referring to different surgeon.

Manufacturer narrative:
G3: date updated to correct date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.